Event description:
It was reported the pt lost stimulation and was unable to establish telemetry with his ipg. It was reported the pt's programmer and charger were unable to communicate. Replacement external devices were unsuccessful at resolving the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.